Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. Pump passed the dat at 0.0864 inches. Unit care link and pump history was downloaded successfully. No delivery alarm/insulin flow blocked alarm was none found in the formatted history file on the event date. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. Units were cut/open, and no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay, missing display window/cover, battery tube threads - cracked and cracked case-corner of belt clip rails. Delivery anomaly-possible under delivery not confirmed. Damage- cracked case battery tube confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 260 mg/dl and was treated with auto correction and manual bolus. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-399a. Troubleshooting was performed and it was confirmed that the pump was exposed to change in altitude which will leads to less insulin may be released than expected. It was also confirmed that customer observed a crack on back side of the pump along with battery tube side which affecting pump functionality. No further patient complications were reported. The products mmt-332a, mmt-7040a, mmt-399a will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.